Event description:
In 2009, the patient reported that starting in 2008, her insulin infusion set tubing have separated from the luer lock which has caused her to have elevated reading up to 500 mg/dl. Her normal range is 120-140 mg/dl. She stated the issue is not lot specific and occurs after 3-4 days of use. She has one infusion set to return. She said the set had been in use since four days prior to original date, and believes it separated yesterday, but she did not notice it until today. Her readings were up to 500 mg/dl which she treated by bolusing 3.5 units of insulin which brought down her reading to 484 mg/dl. Symptoms are lethargy and throwing up in the mornings. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.